Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had bent sensor cannula. Customer's blood glucose was 8.9 mmol/l. The customer stated that apparently missing electrode. The customer stated that it happened with 1 sensor of this package. The customer was advised that we are sending replacement.